Event description:
It was reported that the patient experienced warm sensation with external device use. The equipment was advised to be removed from service and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Due to miscommunication the following statement needs to be corrected: the equipment stays in use; it was not advised to be removed from service and no replacement was sent as previously reported. The device was not returned to the manufacturer; as previously reported. Per the clinic, the issue could be resolved and the patient resumed use of device. No reports of patient injury are associated with this event. This report is filed (B)(4) 2013. Functioning device, no analysis required.